Event description:
The reporter stated the foil pouch for an sfc-25 fp cartridge was opened, and it was noted that there was a yellow liquid in the foil pouch. The product was not used.

Manufacturer narrative:
Evaluation results - (other): a visual inspection of the returned product found the foil pouch dry, there was no yellow liquid inside the pouch. The cartridge tray was returned sealed in the cartridge pouch, inside the foil pouch. A cartridge lot number search was performed and no similar complaint found. Conclusion - (no conclusion can be drawn): based on the complaint history, lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined.